Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer accidently went into the swimming pool with his insulin pump device attached to him. The customer's blood glucose was at 310 mg/dl. The customer stated that there was moisture and water inside the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. The keypad anomaly could not be confirmed due to blank display. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to a blank display. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.